Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that coronary heart disease occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) extending up to distal lad with 95% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with coronary heart disease and was hospitalized on the same day for further evaluation and treatment. At the time of event, the subject was on aspirin. On the next day, the subject was referred for coronary angiography which revealed 80% stenosis of the lad which had previously been treated with the study device. Revascularization was recommended. The rationale for intervention was angina. Additionally, the event was treated medically. Two days later, the event was considered to be recovered/resolved and the subject was discharged. It was further reported that the patient was discharged on aspirin, clopidogrel and ticagrelor post index procedure. In (B)(6) 2022 the patient presented with symptoms of angina. The event was considered to be recovered/resolved and the subject was discharged from the hospital 3 days after treatment was provided for the 80% stenosis of the lad.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry: it was reported that coronary heart disease occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) extending up to distal lad with 95% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with coronary heart disease and was hospitalized on the same day for further evaluation and treatment. At the time of event, the subject was on aspirin. On the next day, the subject was referred for coronary angiography which revealed 80% stenosis of the lad which had previously been treated with the study device. Revascularization was recommended. The rationale for intervention was angina. Additionally, the event was treated medically. Two days later, the event was considered to be recovered/resolved and the subject was discharged.